Manufacturer narrative:
Based on the claim against the product by the customer noting a procedure abortion after port placement, an investigation was completed to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An intuitive surgical, inc. (Isi) technical support engineer reviewed the site¿s system logs and confirmed high temperature errors against arms 2 and 3. This is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to surgeon not being able to reach the heart cavity. At this time, it is unknown what caused this issue.

Event description:
It was reported that during a da vinci-assisted cardiac single vessel coronary artery bypass surgical procedure, the surgeon was unable to reach the heart activity. Arms 2 and 3 were reportedly hot to the touch as well. The procedure was aborted. Intuitive surgical inc. (Isi) attempted to follow-up to obtain additional information. However, no further details had been received as of the date of this report.